Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign: australia. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery of the tibial bearing due to unknown complications. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a3; b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery of the tibial bearing due to infection. Due diligence is complete and all available information has been provided.